Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-33, lot # va09lqt, implanted: (B)(6) 2013, product type lead. (B)(4)

Event description:
It was reported that the patient experienced a loss of therapeutic effect. Therapy was good for the first three days; she had no leaks and was going to the bathroom every four hours. The patient noticed a change on (B)(6), and it was noted that there was nothing she did to bring this change on. The patient noticed a loss of therapy and a pin prick sensation in her labia. She tried all of the programs and felt the pin prick sensation. The patient mostly noticed it when bending or lying on left side in bed. The patient was initially set at 2v when it was working well, but mentioned turning down from "an 8." The patient had an appointment on (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it had been a year since the patient got their device and it still didn¿t seem to be working properly. The patient even took pills on top of having the device and the patient had only gotten slight relief since the device was implanted. It was noted that the patient was on the road a lot and when they were on the road they didn¿t seem to have a great deal of problems. When the patient was in their office, they had to go to the bathroom every 2 hours and if they tried to wait an extra half an hour to go to the bathroom there was leakage. It was reported that the patient still did the exercises and had talked to a couple who had the device and they were not having any issues. The patient went to see their health care provider (hcp) once a month and they tried a different pill and they adjusted the stimulator. It was stated that prior to the implant the patient was going to the bathroom every 2 hours but was having leakage every time. During the trial, the patient¿s symptoms were about the same as they were now a little better than normal and the patient was expecting not to have any leakage.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a follow up appointment on (B)(6) (approximately) because the device was not providing her with enough relief. The patient stated that she received great coverage and relief at night but in the morning she lacked pain coverage. The patient felt she may have expected too much from the device. All 4 programs were reportedly the same. The patient tried to increase stimulation, but states it became uncomfortable. No troubleshooting had been done on the device. The patient had been reprogrammed only once since implant. No trauma or falls reported. A little more than a month later, it was reported the patient was seen on (B)(6) 2013 for reprogramming. The program the patient was on at the time was said to be "working fine" and the patient was able to hold their urine for two hours at a time. Sharp pains in the labia were felt on some programs when the patient would bend down. After troubleshooting the different programs and pain response, the patient was left on program 1 at decreased amplitude. The patient was most recently seen on (B)(6) 2013 where it was indicated the patient had no issues. The patient felt stimulation above their anus and at their left labia. No hospitalization was required and the patient outcome was no injury.